Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was not working. The procedure was completed with a similar backup instrument with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument involved with this complaint with no reported issue and an investigation has been completed. The fenestrated bipolar forceps instrument was found to have damage to the conductor wire¿s insulation which exhibited thermal damage. The insulation was melted and no pieces were missing, but the conductor wire was exposed. The fenestrated bipolar forceps instrument passed the electrical continuity test. No energy delivery test was performed on an in-house system due to possible arcing. The root cause of the damaged conductor insulation was attributed to a component failure. The fenestrated bipolar forceps instrument was also found to have thermal damage on the bipolar yaw pulley which showed signs of charring and localized melting between the conductor wire and grip cable at the distal end. The thermal damage to the yaw pulley is related to the insulation damage observed. The root cause of this failure was attributed to a component failure. The fenestrated bipolar forceps instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Other cables were not damaged. The instrument housing was removed from the back end, and no damage was observed. The fraying cable is related to the thermal damage found at the distal end. The root cause of the frayed grip cables at the distal was attributed to a component failure. A review of the instrument log for the fenestrated bipolar forceps (471205-17/n112104260174) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2021 on system (B)(4). The instrument had 3 uses remaining after the last procedural use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. This complaint is being reported due to the following conclusion: during failure analysis testing, the fenestrated bipolar forceps instrument was found to have conductor wire damage with exposed internal wires and a passed electrical continuity test, along with thermal damage. The damaged conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is not applicable because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.